Manufacturer narrative:
On 9/18/2018 mentor became aware that the incorrect device history record statement was submitted in the initial report on 9/10/2018. The correct statement is as follows: given that the lot number provided is unrecognized, a device history record (DHR) review cannot be performed. If the lot number becomes clarified, the DHR review will be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round 300cc saline prosthesis, catalog # 350-1845m, lot # 73342. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round 300cc saline prosthesis. On (B)(6) 2018 a physician diagnosed right sided deflation, as the right side was notably smaller. The patient had a biopsy on the right breast a week prior to deflation being noted. As a result, bilateral prosthesis replacement with mentor smooth round high profile 270cc saline prostheses was performed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a 64-year-old caucasian female underwent primary breast augmentation with a mentor smooth round 300cc saline prosthesis. On (B)(6) 2018 a physician diagnosed right sided deflation, as the right side was notably smaller. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring less than 0.1 cm at the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).